Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. Implant date estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It should be noted that the reported patient effect of stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The investigation determined a conclusive cause for the reported difficult to position cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on an unspecified date, a xience stent was implanted in the left anterior descending (lad) coronary artery. On (B)(6) 2017, the patient was hospitalized for unspecified symptoms and the previously implanted xience stent was noted restenosed. Another percutaneous intervention was performed that day. A mini trek dilatation catheter failed to cross the restenosed xience stent in an attempt to treat the diagonal coronary artery. A non-abbott device was used in replacement. Due to the failure to cross, there were no adverse patient effects and there was no clinically significant procedural delay. Reportedly, the patient is in fine condition and has been discharged from the hospital. There was no additional information provided regarding this issue.